Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of precision xceed meter is not more than 4 years and manufacturing date of this product is before 2009. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified "same result" values when a customer would test on an adc meter. On (B)(6) 2021, as a result, the customer experienced symptoms of hyperglycemia described as dizziness and had a loss of consciousness. The customer was admitted to the hospital and had their blood glucose tested and provided insulin (dosage unknown) for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed on the returned meter. Visual inspection was performed and no issues observed. Meter powered on with button depression, retain strip and cal bar insertion. Missing segment was observed. This issue was addressed. Unable to investigate further due to missing segments. Issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified "same result" values when a customer would test on an adc meter. On (B)(6) 2021, as a result, the customer experienced symptoms of hyperglycemia described as dizziness and had a loss of consciousness. The customer was admitted to the hospital and had their blood glucose tested and provided insulin (dosage unknown) for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter xca988-0346 was investigated with retained test strips . Visual inspection was performed on returned meter. No issues observed. Meter powered on with both button depression and strip insertion. Missing segment was observed. Dsplght-1 was cloned to address this issue. Thus adc is unable to further test the returned product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified "same result" values when a customer would test on an adc meter. On (B)(6) 2021, as a result, the customer experienced symptoms of hyperglycemia described as dizziness and had a loss of consciousness. The customer was admitted to the hospital and had their blood glucose tested and provided insulin (dosage unknown) for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.